Event description:
Per mhra adverse incident report: while removing a polyp the snare snapped inside uterus and stuck in tissues. Removed with graspers assisted by hysteroscope. Pictures of snapped device taken to report to manufacturer. Details of injury: uterine tissues damaged when snare was being removed from graspers. Action taken: pictures of snapped device taken to report to manufacturer. Patient informed. Observed for an hour in ambulatory suite afterwards and seemed well to be discharged home and followed up in outpatient clinic. No add'l procedures reported.

Manufacturer narrative:
Event evaluation: still under investigation.